Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred requiring maintenance. An rn attempted to remove a medication from the pyxis, but after closing the drawer, the system indicated that the drawer was still open. A technician attempted to recover the drawer but was unable to recover the storage space. The back of the pyxis was unlocked, the drawer was opened, and a check for obstructions was performed; however, no obstructions were found and the issue was not resolved. Restarting the pyxis did not resolve the problem. The recover drawer screen displayed a message stating requires maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer latch inseparable magnet was missing. A field service engineer found door was failed to close, replaced latch inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.